Manufacturer narrative:
Evaluation summary: x-rays not available for review. Probable cause is unknown. Evaluation: zmr taper stem shows fracture damage approximately 2" from proximal end. Fractured piece was returned and remains fixed in cone body. Stem has approx. 4-3/8" of distal end cut off. Cut off section not returned and remains in patient. Stem shows striation marks proximal to splines. Splines show deformation damage. Scanning electron microscope examination of both fracture surfaces shows fatigue striations indicating fracture occurred by fatigue. Energy dispersive spectroscopy analysis showed ti, ai and v elemental peaks in spectrum typical of tivanium alloy. Device history records are intact, conforming and indicate manufacture to specification.

Event description:
It is reported that the devices were implanted in late 2003. The devices were revised in 2006, due to fracture of femoral stem.